Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the device was destroyed by the hospital and would not be returned. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had problems charging their ins. It was determined that the ins was overdischarged. The manufacturer representative was unable to recover the ins from overdischarge after several hours of physician mode resets. The patient was referred to a surgeon to discuss replacement of the ins. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient's ins was replaced on (B)(6) 2018. No further complications are anticipated.